Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Strings have come unattached [device breakage]. Plastic case was empty. No tampon inside- applicator [device physical property issue]. Case narrative: consumer reported via e-mail that the strings have come unattached, and one applicator was empty. No injury reported.